Event description:
It was reported that the customer was experiencing high blood glucose of 262mg/dl. It was stated that the reservoir was removed from the insulin pump, and the caller noticed that insulin from the reservoir leaked past the o-rings. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.